Manufacturer narrative:
Visual/physical inspection could not be evaluated as complaint product was not returned. Review of the implant DHR and complaint review did not provide any indication of a manufacturing deviation or material deficiencies that would contribute to this event. Zimmer dental: instructions for use for tapered screw-vent, advent and trabecular metal implants (4869 rev 7 ¿ 01/16) adverse effects the following complications may occur relative to implant placement: pain, discomfort, dehiscence, delayed healing, paresthesia, hyperesthesia, edema, hemorrhage, hematoma, infection, inflammation, the need for additional surgery or removal, local and generalized allergic reaction, lack of integration, loss of bone, and loss of implant. Other adverse effects may also occur as a result of iatrogenic factors and host responses. The complaint could not be verified, as there were no manufacturing deviations identified with the implant that could cause or contribute to the reported event. The conditions under which the implant was subjected in the patient¿s mouth are unknown. No radiographs or photographs of the implant site were provided so the visual inspection of the reported infection could not be conducted. Therefore, based on the information provided, a definitive root cause cannot be determined.

Manufacturer narrative:
Device is not being returned to manufacture for evaluation.

Event description:
The doctor stated at the time of the patient's initial visit in his office, she had swelling and pain in the submental area following a treatment for a locator attachment on her implant (tsvb13) in the mandibular right area. She had two implants place by him on (B)(6) 2008. One of the implants needed the locator attachment to be replaced and the housing to be redone inside the denture. At the time of the removal of the locator attachment, the patient said that the prosthodontist caused some severe pain in and around her implant. She said eventually it became swollen and infected and that is when she presented into his office on (B)(6) 2017. The surgical intervention was because her swelling and pain got worse. Though they tried multiple intraoral antibiotic therapies, she was not improving, so the doctor had taken her to the operating room at the local hospital and drained her submental area both intraorally and extra orally to revolve the infection and the implant was removed in tooth location #27. She had a penrose drain placed at the time of the surgery and then she had six weeks of IV antibiotics to an external port site as well as six weeks of hyperbaric oxygen therapy to resolve the osteomyelitis in her mandible.